Event description:
It was reported that four days following implant, the patient experienced diaphragmatic stimulation and hiccups on their left side, especially in the evening when the patient would lie on their right side. The left ventricular (lv) lead vectors were verified and reprogrammed. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.